Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). According to the product analysis: condition upon receipt: 1 un-sealed sample, part number 3155642, from lot number [no information] received; there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] compacted within the diamond tip indicating use. ¿ using the following equipment: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), micrometer, pin gauges, calipers, the following was noted: when compared to the assembly drawing, the distal 1/2 inch became detached from the shaft which would have resulted in the reported event. To meet specifications, the inside diameter of the tip where the shaft is mounted shall measure 0.045¿/+0.001/-0.000; a 0.0449¿ pin inserts fully and a 0.0459¿ pin gage inserts half way (with drag) indicating an in specification condition. The outside diameter of the mounting area shall be 0.045¿/+0.000/-0.002 and measures 0.0448¿ indicating an in specification condition. When viewed under magnification, there were abrasions on the shaft in multiple location however it could not be determined if they caused or contributed to the complaint.

Event description:
It was reported that a bur broke during a procedure. The tip break was recognized immediately and pulled from the patient's ear with no impact or injury. The procedure was completed with another bur.